Manufacturer narrative:
Corrected h6: exchanged health effect - clinical code from e2403 to e2121. Code e2403 was inadvertently entered and should be removed. Added medical device problem code a051201. Remove investigation conclusions code d12 as it was inadvertently entered. Corrected h10: remove "per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: endoleak." From additional manufacturer narrative.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. D10: concomitant medical products: (relevant associated devices used with the device being reported on): gore® excluder® conformable aaa endoprosthesis (trunk ipsilateral leg component). As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. Imaging evaluation is ongoing. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6)2025, a patient underwent an endovascular aortic aneurysm repair (evar) using a gore® excluder® conformable aaa endoprosthesis (trunk ipsilateral leg component) and a gore® excluder® aaa endoprosthesis (contralateral leg component). Both devices were successfully implanted, there are no signs of any disconnection of the contralateral leg component to the main trunk body. The procedure was concluded as successful and the patient is being monitored. On (B)(6)2025, it was reported that the gore® excluder® aaa endoprosthesis - contralateral leg component on the left side was disconnected from the trunk, the cause unknown. This component was dislocated at the proximal end and is still floating inside the aneurysm sac. The distal end of the contralateral leg component still had wall apposition to the common iliac artery and stayed in place. The patient remained asymptomatic. A reintervention was performed on (B)(6)2025. An unknown medtronics device was used to cannulate the floating contralateral leg component and implanted as a bridge stent between it and the main trunk body with sufficient overlap. The patient is doing fine. It was additionally reported that there was a kink on the very short left common iliac artery of the patient. Potential tension post-evar in a short vessel in the patient's anatomy might be a reason for the reported disconnection.

Manufacturer narrative:
Updated h6: remove medical device problem code a010402 as it was inadvertently entered. Added type of investigation code b15. Updated investigation findings code to c24, code c21 is no longer applicable. Updated investigation conclusions code to d15 and d12, code d16 is no longer applicable. The primary reported device failure mode, a type iii endoleak due to disconnection between the gore® excluder® aaa endoprosthesis (contralateral leg device) on the left side and the gore® excluder® conformable aaa endoprosthesis (trunk-ipsilateral leg device) was confirmed through evaluation of the provided clinical images. The reported information states the cause for the disconnection may be related to a kink in the patient¿s short, left common iliac artery, but a causal relationship between the component disconnection and the patient anatomy could not be confirmed. The cause for the component disconnection type iii endoleak could not be established with the available information. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to: endoleak.